Event description:
It was reported that post implantation of a 2.25x18mm xience xpedition stent in the 3rd obtuse marginal coronary artery, a dissection was noted. Two xience xpedition stents were implanted with good results, resolving the dissection. Post procedure enzymes were noted to be slightly elevated, less than 3 times the normal upper limit. There was no report of angina or treatment provided. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause could not be determined, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.